Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank screen and alarmed for failed battery test. Customer stated that insulin pump exposed to water when customer jumped into the pool and display went blank immediately. Customer's current blood glucose was 202mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.